Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a skin reaction with itching, redness and inflammation extended beyond the patch perimeter. Review of the provided photos showed the cgm sensor placed on the upper arm with surrounding erythema. The area of redness extends beyond the adhesive footprint and involves a larger region of the upper arm. The upper arm appears diffusely swollen compared to adjacent visible areas, involving a large region around the sensor site. The sensor adhesive shows a slight reddish drainage. The skin appears intact, with no visible blistering, ulceration, drainage, or signs of infection. The reaction was treated with a prescription of an oral antibiotic penicillin tablets. The area was prepared with alcohol before placing the sensor on the body. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.